Manufacturer narrative:
Date of event estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2022-17954. It was reported the patient experienced ineffective therapy. Patient also experienced ipg site getting hot and felt like it would tug on her. Surgical intervention took place on (B)(6) 2022 where the system was explanted to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.